Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt got covid and they did not charge their ins battery and last weekend when pt went to recharge their ins they could not charge for pt kept getting the message reposition antenna. Pt noted they could not do anything and yesterday was the first time they could get out of the house due to covid. Ps understood pts ins was in an over discharge state and ps reviewed with pt. Pt said they recently moved to a different state and pt currently did not have a managing hcp but they had a pain doctor and one time they called once and a lady came out and saw the pt at miami state. Pt had a pain doctor who could do treatments for the pt and they could do the stimulator. The patient was redirected to their healthcare provider to further address the issue. Ps provided pt with nas phone number to provide to their doctor so they could get in touch with a representative since pt did not have contact information for a medtronic rep. Caller inquired about having patient meet with rep about getting battery replaced. Caller indicated they spoke with mdt rep (unknown name) a few weeks ago in an attempt to get something scheduled and wasn't able to arrange anything. Tss reviewed I would reach out to reps. Re-opened case to send email to reps, closed case. Rep reported unable to get in contact with patient. No further information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated they did not charge for over 2 weeks. After trying to get a hold of someone to help, patient was able to get the charge working. Issue resolved.